Manufacturer narrative:
Unit alarmed button error and had no button response due to corroded keypad traces. Unable to perform bolus delivery and test the functionality of up/down arrow buttons due to no button response. No unexpected number ramping noted. Unit had cracked case at display window corner (upper left and upper right corners), cracked battery tube threads and cracked reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.